Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to duplicate the customer's reported issue. The ventilator was powered on with a good known test patient circuit and the ventilator delivered a high pitched noise and immediately alarmed ¿disc/sense¿. The alarm was visual as well as audible. Bench testing revealed a seized turbine. The outer impeller housing of turbine was removed and the turbine was manually spun with an allen wrench, and the turbine would not spin. Vyaire medical replaced the turbine and performed a routine 10k preventative maintenance on the unit to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming "disc sense". While in service, the turbine seized in relation to the alarm condition. There was no report of patient involvement associated with this reported issue.